Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use (IFU) states: do not rotate the clip more than 90 degrees in each direction. All available information was investigated and the reported difficulty removing the lock line appears to be related to the user error as the delivery catheter handle was rotated more than 90 degrees which is deviating from the IFU. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult lock line removal. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 3-4. The first mitraclip delivery system (cds) was advanced and the clip was implanted, reducing mr to 2. A second cds was advanced. During positioning, the cds was curved approximately 90 to 100 degrees. The clip was placed lateral to the first clip; however, when testing lock line removability, after removing 10 cm of the lock line, the lock line could not be removed. The decision was made to remove the gripper line and deploy the clip. After removal of cds, the lock line remained in the hemostatic valve of the steerable guide catheter (sgc). The sgc was placed below the patient and the lock line was able to be removed. A total of two clips were implanted, reducing mr to 1-2. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.